Event description:
It was reported that the ring on the small trio connector broke off when the surgeon was tightening down the locking screw. The surgeon replaced the connector with a new connector onto the pedicle screw and proceeded with final tightening.

Manufacturer narrative:
Method: device history review; complaint history review; results: a possible cause for this event may be due to insufficient tightening of the connector set screw. Another possible cause may be that the other connectors in series were already tightened, leading to difficulty adjusting this connector. However, this cause cannot be conclusively determined. Conclusion: the trio lx small connector was confirmed to have a disengaged ball-ring upon visual inspection. This event occurred intra-op and resulted in a 10 minute surgical delay, but here were no adverse consequences to the patient. The manufacturing records were reviewed and did not reveal any discrepancies during the manufacturing process.

Event description:
It was reported that the ring on the small trio connector broke off when the surgeon was tightening down the locking screw. The surgeon replaced the connector with a new connector onto the pedicle screw and proceeded with final tightening.